Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with only the distal portion was returned for analysis. External insulation abrasion was found at 27.7-28.7cm and 40.5-41.1cm from the lead tip. Internal insulation abrasion was found at 26.5-28.1cm and 39.3-39.8cm from the lead tip.

Event description:
It was reported during system explant, externalized conductors were observed.